Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was available so a review of the device history record was not possible. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2018-00247. Following a premature ventricular contraction procedure, a cardiac perforation occurred in the ventricle. Ten minutes following the procedure, the patient became hypotensive and an echocardiogram revealed a perforation of the ventricle. No symptoms were noted prior to the perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.